Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was exhibiting oversensing of noise on the right atrial (ra) channel. Some ra undersensing of atrial fibrillation was also noted. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.